Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since implant the device is not working and patient cannot get it to work. Pt states she has missed all three appointments because she cannot stay clean. Pt states she is so sore and feels as though she has diaper rash; her bowels are so loose and she cannot tell if it¿s a flu bug or not. Patient states she was only given the phone and not the communicator. Patient states she cannot get to the doctor because she soils herself all the time and cannot stay clean. Patient states she has been too sick to get to doctor¿s offices/appts. No further complications were reported or are anticipated.